Manufacturer narrative:
In regard to this complaint, one unopened 25-gauge soft tipped cannula was received in good conditions. As received, the instrument was in a sealed blister pack. Visual inspection confirmed the presence of a hair-like fiber in the blister. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot prior to this case or since. Please note that our operations are executed in a class 7 clean room environment to ensure minimum contamination and that these products are subject to 100% visual inspection prior to being released for distribution. Despite these control measures, we cannot guarantee a total absence of particles. The safety and efficacy of the instrument were most likely not affected. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The table above contains sales data for cannulas distributed within the defined period and events are all events with cannulas for which "foreignmat " was used as a failure mode as reported. The complaint reported in this mir is included in the numbers.

Event description:
We have been informed that, when the product was received at hospital mata da praia lta, a foreign object was detected inside the package. Therefor the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint is still under investigation. Preliminary results or conclusions are not yet available. In regard to this event, the product was recently returned for investigation. Investigation to determine the root cause of the reported event is ongoing.

Event description:
We have been informed that, when the product was received at(B)(6), a foreign object was detected inside the package. Therefor the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that, when the product was received at (B)(6) hospital, a foreign object was detected inside the package. Therefore, the product was not used. No patient harm occurred.